Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included light periods and menses painful. She never experienced this combination of symptoms prior to essure. Concurrent conditions included general anesthesia. On (B)(6)2011, the patient had essure inserted. On (B)(6)2013, the patient experienced polymenorrhoea ("she was getting her periods more than once a month"), menstrual disorder ("flow was darker") and bacterial vaginosis ("bacterial vaginosis") with vaginal infection and vaginal discharge, 1 year 11 months after insertion of essure. On (B)(6)2015, the patient experienced menorrhagia ("menorrhagia/ heavy bleeding with clots/ ongoing menses for six weeks/abnormal bleeding"). On an unknown date, the patient experienced urinary tract infection ("frequent urinary tract infections /possible urinary tract infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea/cramping"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("bloating"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with oral contraceptive nos and surgery (underwent a partial hysterectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, back pain, menorrhagia, dysmenorrhoea, menstruation irregular, abdominal distension, urinary tract infection, polymenorrhoea, menstrual disorder and bacterial vaginosis had resolved and the migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, back pain, bacterial vaginosis, dysmenorrhoea, headache, hypersensitivity, menorrhagia, menstrual disorder, menstruation irregular, migraine, polymenorrhoea and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: both of her fallopian tubes were occluded. Diagnostic results: on (B)(6)2013, plaintiff underwent a transabdominal ultrasound to evaluate her irregular bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pif received : new event added migraines , headaches , autoimmune disorder nos , hypersensitivity symptom. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included light periods and menses painful. She never experienced this combination of symptoms prior to essure. Concurrent conditions included general anesthesia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced polymenorrhoea ("she was getting her periods more than once a month"), menstrual disorder ("flow was darker") and bacterial vaginosis ("bacterial vaginosis") with vaginal infection and vaginal discharge, 1 year 11 months after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/ heavy bleeding with clots/ ongoing menses for six weeks/abnormal bleeding"). On an unknown date, the patient experienced urinary tract infection ("frequent urinary tract infections /possible urinary tract infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea/cramping"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("bloating"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with oral contraceptive nos and surgery (underwent a partial hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, menorrhagia, dysmenorrhoea, menstruation irregular, abdominal distension, urinary tract infection, polymenorrhoea, menstrual disorder and bacterial vaginosis had resolved and the migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, back pain, bacterial vaginosis, dysmenorrhoea, headache, hypersensitivity, menorrhagia, menstrual disorder, menstruation irregular, migraine, polymenorrhoea and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: both of her fallopian tubes were occluded. Diagnostic results: on (B)(6) 2013, plaintiff underwent a transabdominal ultrasound to evaluate her irregular bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included light periods and menses painful. She never experienced this combination of symptoms prior to essure. Concurrent conditions included general anesthesia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced polymenorrhoea ("she was getting her periods more than once a month"), menstrual disorder ("flow was darker") and bacterial vaginosis ("bacterial vaginosis") with vaginal infection and vaginal discharge. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/ heavy bleeding with clots/ ongoing menses for six weeks"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("bloating") and urinary tract infection ("frequent urinary tract infections /possible urinary tract infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("bloating") and urinary tract infection ("frequent urinary tract infections /possible urinary tract infection"). The patient was treated with oral contraceptive nos and surgery (underwent a partial hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, menorrhagia, dysmenorrhoea, menstruation irregular, abdominal distension, urinary tract infection, polymenorrhoea, menstrual disorder and bacterial vaginosis had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, menorrhagia, menstrual disorder, menstruation irregular, polymenorrhoea and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both of her fallopian tubes were occluded on (B)(6) 2013, plaintiff underwent a transabdominal ultrasound to evaluate her irregular bleeding. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including abdominal pain. The plaintiff was submitted to partial hysterectomy on (B)(6) 2017 and essure was removed. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included light periods and menses painful. She never experienced this combination of symptoms prior to essure. Concurrent conditions included general anesthesia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 11 months after insertion of essure, the patient experienced polymenorrhoea ("she was getting her periods more than once a month"), menstrual disorder ("flow was darker") and bacterial vaginosis ("bacterial vaginosis") with vaginal infection and vaginal discharge. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/ heavy bleeding with clots/ ongoing menses for six weeks"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("bloating") and urinary tract infection ("frequent urinary tract infections /possible urinary tract infection"). The patient was treated with oral contraceptive nos and surgery (underwent a partial hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, menorrhagia, dysmenorrhoea, menstruation irregular, abdominal distension, urinary tract infection, polymenorrhoea, menstrual disorder and bacterial vaginosis had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, menorrhagia, menstrual disorder, menstruation irregular, polymenorrhoea and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both of her fallopian tubes were occluded. On (B)(6) 2013, plaintiff underwent a transabdominal ultrasound to evaluate her irregular bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and reported adverse events including abdominal pain. The plaintiff was submitted to partial hysterectomy on (B)(6) 2017 and essure was removed. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.